Event description:
It was reported by the rep the device was used in a laparoscopic cholecystectomy procedure. It was reported the surgeon encountered misfiring of the er320. The device was removed and another was opened to complete the procedure. There was no consequence to the pt.